Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. It was verified that the system pcb was faulty. Due to the part is obsolete, the device was scrapped per the customer¿s request. The customer will receive a replacement device.

Event description:
The customer contacted physio-control to report that their device would not complete its boot-up cycle during initial power on and had illuminated its service led. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.